Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. The lot code for the reported device was not provided. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "hospital will not release x-rays, no x-rays available. Pca cup loosened over time - normal wear. No unusual circumstances."